Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I can't function being in pain all the time") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered endometriosis and pelvic pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- endometriosis, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start date, stop date, event pelvic pain updated to serous incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I can't function being in pain all the time") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and endometriosis ("endometriosis"). Essure was removed on (B)(6) 2017. The patient was treated with surgery. At the time of the report, the outcomes for these events were unknown. The reporter considered endometriosis and pelvic pain to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media- endometriosis, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("I can't function being in pain all the time") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of post-traumatic stress disorder, hyperlipidemia, chronic cervicitis, parity 2, multi gravida, hyperlipidemia, abdominal pain, type 2 diabetes mellitus, pelvic pain, endometriosis and obesity. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo oophorectomy, cystourethroscopy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2019. The reporter considered endometriosis and pelvic pain to be related to essure administration. The reporter commented: previously reported essure insertion date: (B)(6) 2011 lysis of adhesion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 45.961 kg/sqm. [Pathology test] on (B)(6) 2019: specimen: uterus, uterus, cervix, bilateral tubes and ovaries. Final diagnosis: result: uterus, bilateral fallopian tubes and ovaries, hysterectomy/bilateral salpingo-oophorectomy. Cervix: chronic cervicitis. Endometrium: inactive phase. Myometrium: no significant pathologic abnormality. Uterine serosa: serosal adhesions involving left adnexa. Fallopian tubes: no significant pathologic abnormality. Ovaries: simple cortical cysts involving left ovary. Gross description: the proximal portions of both fallopian tubes contain a metallic coiled wire. [Ultrasound scan vagina] on (B)(6) 2018: history: chronic pelvic pain. Findings: 2-d grayscale, spectral color doppler and spectral doppler waveforms were analyzed. Transvaginal sonography of the pelvis has been obtained. Bilateral essure devices noted. The uterus measures 7.2 x 4.8 x 5.8 centimeters. It is normal in size, position, and echogenicity. The endometrium is normal in appearance with a thickness of 5 mm. The right ovary is normal in appearance, demonstrating normal echogenicity and arterial and venous flow. It measures 2.0 x 1.2 x 1.5 centimeters. The left ovary is normal in appearance. Secondary to location unable to obtain doppler flow within the left ovary, favored technical. It measures 1.4 x 2.3 x 1.4 centimeters. No adnexal masses are seen. There is no intraperitoneal fluid. Impression: unable to obtain doppler flow within the left ovary however this is favored technical. Bilateral essure devices noted. Otherwise unremarkable pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media- endometriosis, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters, medical history, lab data, patient information, removal date, and non-drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.